Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Lot number: 62130.

Event description:
Patient reported implant had curved, gel stent that exposed that caused the aqueous fluid to leak and low intraocular pressure in the unknown eye against the xen®45 gts. The device remains implanted at this time. Healthcare professional reported the xen®45 gts was exposed. Patient was admitted to the or and had a revision done. The event of exposure has been resolved.

Manufacturer narrative:
The reported events of low intraocular pressure, exposure and bleb-related leakage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Physician has declined to provide allergan further information regarding event and product information. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported implant had curved, gel stent that exposed that caused the aqueous fluid to leak and low intraocular pressure in the unknown eye against the xen®45 gts. The device remains implanted at this time. Healthcare professional reported the xen®45 gts was exposed. Patient was admitted to the or and had a revision done. The event of exposure has been resolved.